Event description:
The facility reports incident of a cracked luer connector found at initiation of hemodialysis treatment. Ebl = 50cc. Pt was recannulated to continue treatment. No pt injury or need for medical intervention is reported. MDR is filed for blood only. The actual complaint sample was discarded. Event date and pt information are not available on this event.